Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the second firing, with buttressing, the patient side of staple line did not deploy, except for proximal 1/5. The surgeon reloaded the stapler with green reloads, and closed off the open stomach, then completed the rest of the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n55r3g. The analysis found that one gst60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired; left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.